Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. During the phone call, the customer stated that she had previously been hospitalized three times due to hypoglycemia. The customer stated that she has gastroparesis, so these events happen frequently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.